Event description:
Sale rep reported that surgeon at (B)(6) hospital found a piece of hair inside the package when unpacking it.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Visual inspection of the returned packaging and device could not confirm the reported event regarding a hair. There was no patient involvement. In conclusion, the reported hair was not detected within the returned packaging. It is noted that the component and the packaging were contaminated with blood which indicates that the pack was opened and the component was handled within the or prior to the reported hair being noticed. The reported hair was not noticed upon opening and inspection of the packaging therefore it is possible that the hair was introduced in the or environment, however given that the presence of a hair is not confirmed and the packaging has been opened, the root cause cannot be determined. The reported event regarding a hair reportedly found on a component involving an exeter rimfit cup was not confirmed.

Event description:
Sale rep reported that surgeon at (B)(6) hospital found a piece of hair inside the package when unpacking it.